Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the lot number submitted in the initial mw was reported in error as 20203020470 and should be 2023020470.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #31 was removed due to infection.